Manufacturer narrative:
The device has been received for evaluation. Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the device was revised due to infection. Also, the surgeon said that there is possibility of breakage of distal catheter.